Event description:
It was reported that one of the patients spacers had slightly migrated dorsally, which was confirmed by anteroposterior (ap) and lateral fluoroscopy. The patient reported having several falls, which led to the migration. The physician elected to reposition the existing spacer at the l4-5 lumbar vertebrae by utilizing the dilator to gently tap it back into place. No devices were explanted and the procedure was completed successfully.